Manufacturer narrative:
8/11/97-supplemental report #2 sent to FDA.

Event description:
During a pneumonectomy procedure, the device jammed on the artery. The surgeon removed the device with manipulation. The hosp has reported that no pt injury occurred.